Event description:
Devices used in 2004, and 2005. Plaintiff's counsel claims in the complaint that two patients suffered a chondrolysis injury in their shoulder following 72-hour application of the pain pump in the shoulder joint postoperatively as a local anesthetic with bupivacaine in 250cc volume. Each pt has undergone or will require additional surgery including complete shoulder joint replacement as a result of the narrowing of the joint space and/or chondrolysis caused by the pain pumps.

Manufacturer narrative:
The information contained herein is based on the info provided by the initial reporter and the sample eval. The report did not provide any info concerning the pumps, procedures, or other particulars of the alleged incidents. Without the actual product, part number, lot number, or details of the incident, an analysis cannot be conducted. No evidence was provided to confirm that the product in question was an I-flow manufactured device. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.